Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's device was heating up periodically. It was noted that the patient was having a new spinal pathology. It was unknown if the new spinal pathology was device related. Database analysis revealed no anomalies. The patient will be treated with other interventions.

Manufacturer narrative:
Additional information was received that the spinal pathology was not related to the device and the cause of the new pathology was due to fusion.

Event description:
A report was received that the patient's device was heating up periodically. It was noted that the patient was having a new spinal pathology. It was unknown if the new spinal pathology was device related. Database analysis revealed no anomalies. The patient will be treated with other interventions.